Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level were 424 mg/dl, 272 mg/dl and 346 mg/dl and 355 mg/dl and low blood glucose value were 44 mg/dl and 57 mg/dl. The customer treated high blood glucose with insulin pump and syringe and low blood glucose with eating carbs. Customer has been using insulin pump system within 48 hours of reported high as well as low blood glucose event. Customer reported that they did not allege insulin pump was under and over delivering. Customer reports insulin exited at the quick release. The customer stated that they performed the high pressure test and test result as completed. The insulin pump will not be returned for analysis.